Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found that the blood sampling valve (bsv) was clogged. He flushed the bsv with bleach from sample line to flow cell to resolve the issues. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter® hmx hematology analyzer with autoloader. The leak was described as less than 1 cc of diluted blood from the blood sampling valve (bsv) probe after backwashing. The white blood cell (wbc) background was incomplete (+++) upon instrument startup. The customer was wearing personal protective equipment of gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.